Event description:
Healthcare professional reported rupture and capsular contracture, baker grade iii confirmed via MRI. The device has been explanted. This relates to the left side.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2018-05442. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture and capsular contracture, baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to partial implant date d6a: 1989 was provided.